Event description:
It was reported that after the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring intervention. The target nodule was 4.2 centimeters in size and located in the left upper lobe inferior lingula segment. Imaging was performed by c-arm fluoroscopy. Instruments used during the procedure included a 21g flexision biopsy needle, a third-party cytology brush, compatible forceps, and bronchoalveolar lavage was performed. The procedure was completed as planned with no delays. The bleeding was observed after the biopsy was completed and the source was from the tumor. The estimated blood loss was less than 50 cc's and a local epinephrine injection was given to control the bleeding. The patient did not require hospitalization and was reported to be doing well at home. The patient was provided with an oncology referral. The physician believed that the bleeding was not ion-related, it would have likely occurred via another modality, and this was considered an inherent risk of the biopsy procedure. The patient¿s liver cirrhosis was thought to have caused or contributed to the bleeding. There was no device malfunction associated with the event.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.